Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 exhibited recurring recoverable faults during procedures for the past week. The arm was disabled during the procedure to continue. Log review revealed 32097 errors pointing to usm 4 across multiple days. The procedure was completed.